Event description:
It was reported that a patient underwent an initial tka. Subsequently, about 10 years later, the patient presented instability sings and had a revision due to the polyethylene insert disassociated from the tibial tray. The surgical technique was utilized. There was no surgical delay, or foreign bodies retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 00598004702, stemmed tibial component, 63021723. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.